Event description:
Development of chronic granulation tissue, non healing anterior vaginal wall, pelvic pain after use of repliform to augment cystocele repair by david tullis at the hospital in 2006. Vaginal hysterectomy was also performed at this time.